Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient's stimulator was not working properly and stated stimulation was not going all the way down to the patients foot like it used to. The patient reported they had been experiencing surges from the device so they turned it off. The patient reported he had 3 groups a, b and c on their programmer. The patient reported on group a, it did not work and he did not feel anything. The patient reported on group b and c he felt a tingling and felt surges and this was uncomfortable. The patient reported on group b and c he also felt tightening up his stomach area and did not go down his legs. The patient stated that he might have the implantable neuro stimulator (ins) removed. Product service specialist also reviewed how to invite manufacturing representative to the health care professional per the patients request. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.